Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing horizontal segments/lines due to intermittent connection on lcd zebra connector. Displacement test and self-test were not performed due to missing horizontal segments/lines. The insulin pump also had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It is reported that a customer has physical damage on their insulin pump. The patient's blood glucose level was 250 mg/dl at the time of the call. The customer reports pixilated lines in the display that make it difficult to read the screen of the pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.